Manufacturer narrative:
Device received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or self test due to unresponsive keypad. 0.0 cannot be seen when programing a basal due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were not working. The customer stated menu, down and back button were unresponsive. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated the button was not unresponsive during an easy bolus attempt. Advised customer to replace with a recommended new or fully charged battery, buttons were not responding. No harm requiring medical intervention was reported. The device will be returned for analysis.